Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024, the cgm reading was low, the patient self-treated with glucose three times based on the cgm reading and the patient¿s tandem t-slim pump. At an unspecific time, the patient´s mother took a bg reading which was 27.9 mmol/l. The mother treated the patient for hyperglycaemia and after the treatment the patient´s bg decreased to 2.0 mmol/l. The mother also tested the patient ketones, and they were 1.6 to 2.0 mmol/l. The patient started to experience symptoms and became less responsive, not feeling well and had a hard time to stand up. The mother called an ambulance. An unspecific time the paramedics arrived, and the paramedics treated the patient with intravenous fluids and intravenous glucose and the patient was taken to the hospital. No further information of treatment was available when the patient was at the hospital. At the time of the report the patient was still hospitalized ((B)(6) 2024) and being monitored. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.